Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and tried to duplicate the error codes. The cse replaced the inspiratory printed circuit board (pcb) to resolve the issue. The unit passed all test and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator was inoperable, and the safety valve was open. There was no pt involvement.